Event description:
It was reported that the patient was asymptomatic. It was noted that non sustained right ventricular oversensing due to noise was observed on the right ventricular (rv) lead. The rv lead was being monitored. The patient was stable.

Event description:
New information reports ongoing noise during a visit in clinic with movement. The right ventricular (rv) lead was being monitored. The patient was stable and asymptomatic.

Event description:
New information received notes the patient was not dependent on the device for normal function.